Manufacturer narrative:
D10 concomitant products: nonb15stf, no blade 15mm std fix x6, (lot# j4c3210y), egiauxl, egiauxl endogia ultra univ xl stapler, (lot# p5f1276), unknown endo gia sulu, (lot# unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bypass, gas leaked from the seal of the access port, resulting in the trocar valve not maintaining pneumoperitoneum after 30 minutes of surgery. The surgeon requested a replacement for the affected port. Additionally, the manual stapler jammed after firing the first reload, and after replacing the reload, the stapler failed to fire. When the stapler was replaced with a powered stapler, the reload fired normally. There was no patient injury.